Event description:
It was reported that , during a thyroid surgery the cuff and tube was checked prior to use and functioned normally. 5 ml syringe was used to inflate 4 ml air. Cuff was found to be leaking after intubation, tried to inflate the cuff to create an airway, it leaked air. Anesthesia machine detected abnormalities and could not monitor normally. In order not to affect the surgery, replaced the endotracheal tube to ensure the smooth progress of the surgery. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.